Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced air bubbles (gaps) in the patient line of an amia cassette. This occurred during initial drain of peritoneal dialysis therapy. The patient was connected at the time of the event. During troubleshooting, no issues were found that could have cause the air in the patient line. Renal therapy services (rts) advised the caregiver (cg) to end therapy session, disconnect using aseptic technique, and notify the nurse regarding missed therapy. Proper procedures per the user manual were reviewed with the cg. There was no report of patient injury or medical intervention associated with this event. No additional information is available.